Event description:
It was reported that the pump never recognized the fiberoptix sensor (fos) and once they connected the cal key, they received an "fos out of range" alarm. As a result, they removed the catheter and replaced with a new fos intra-aortic balloon (iab) which zeroed automatically and was functioning appropriately.

Manufacturer narrative:
(B) (4). Product will not be returned for eval.